Event description:
It was reported that during an acromioclavicular joint (acj) surgery the ac tightrope system was inserted into the joint and the surgeon attempted to shorten the system, but it did not deploy. The implant system was removed, but the dogbone remained in place below the acromion. Stabilization was reached by using a hook plate and a second surgery is planned in 8 weeks after the initial surgery to remove the plate. Update 20-may-2026 it was confirmed that the hook plate was inserted because of the defect of the initially implanted device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.